Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and to fix the unit shut off issue fse removed and replaced batteries as required. Fse charged battery and performed battery maintenance as required. Unit passed all functional and safety tests per factory specifications. Unit returned to customer and cleared for clinical use.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit shut off while transporting a heart. Customer reports unit shut off during patient therapy.